Event description:
The olympus (osh) field service engineer was informed that the customer xenon lamp was returned for service repair for a reported ¿bulb could not be lit and displayed (error code) e102¿ during preparation before use; patient was not under anesthesia. The user completed the case with another device. The procedure was not delayed more than 15 minutes. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Upon inspecting and testing, the subject device was installed onto a working test evis lucera elite xenon light source; the lamp failed to light up and the customer¿s reported e102 error occurred. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the e102 error was attributed to an accidental faulty lamp but the cause of the fault could not be identified. The event can be prevented by following the instructions for use which state: - code: e102 - error message: clv lamp err e102 please check examination lamp - possible cause: patient data out of the input - solution: immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the hospital grade power outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor field performance for this device.